Manufacturer narrative:
Medwatch field d4 has been updated.

Manufacturer narrative:
The investigation ruled out a general reagent problem due to the calibration and qc being acceptable. The field service engineer replaced the lamp, adjusted the gear pressure and overflow in the wash station, cleaned and adjusted the reagent pipettes, corrected the wash station plumbing, cleaned the wash wells, and performed precision testing. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hdlc4 hdl-cholesterol plus 4th generation and gluc3 glucose hk results for two patient samples with the cobas 6000 c 501 module. Patient 1: the initial hdlc4 result was 156.2 mg/dl. The repeated result was 59.8 mg/dl. Patient 2: the initial gluc3 result was 15.9 mg/dl. The repeated result was 124.9 mg/dl. The questionable results were not reported outside of the laboratory. The hdlc4 reagent lot number was 476753 with an expiration date of 31-mar-2022. The gluc3 reagent lot number was 544224 with an expiration date of 22-jun-2022.